Event description:
This is filed to report a tissue injury and worsened mitral regurgitation. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. One clip was advanced to the mitral valve and following leaflet grasping, a leaflet perforation was noted to the posterior mitral leaflet (pml). In the physician's opinion, the perforation was related to the patient's thin and fragile pml tissue. The clip was not implanted and was removed. The procedure concluded with mr at 4. There was no clinically significant delay in the procedure reported and no adverse patient sequelae. The patient may need further intervention for valve replacement in the future. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of reported tissue injury appears to be due to patient anatomy. The reported mitral regurgitation (mr) is a cascading effect of tissue injury. The reported mr and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.